Event description:
Literature was reviewed regarding adults with congenital heart disease and ventricular assist device (vad) implant. The authors described patients who had concomitant procedures the implantation of the vad which included aortic valve repair/closure, non-systemic a trioventricular valve repair, systemic atrioventricular valve repair, and pulmonary valve conduit replacement. Two patients required extracorporeal membrane oxygenation (ECMO) around the time of vad implantation. There were patient deaths; the causes of death were multisystem organ failure and hemorrhagic stroke. There were patients who were hospitalized due to sepsis, infection, volume overload, device thrombosis, suspected pump dysfunction, and bleeding. One patient required a pump exchange due to pump thrombosis. The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/42 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outcome of ventricular assist devices in adults with congenital heart disease ¿ a single center case series. International journal of cardiology congenital heart disease. 2026. 23: 100648 doi: 10.1016/j.ijcchd.2025.100648, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.